Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that system exhibited noise and oversensing which resulted in inappropriately stored atrial tachycardia response events. Additionally, pacing impedance measurements on the atrial and right ventricular channels were jumpy with atrial measurements exceeding 2000 ohms. A review of the data identified the clinical observations were likely due to interaction from the minute ventilation (mv) sensor signal. A boston scientific technical services consultant recommended programming off respiratory related trends which would eliminate the mv signal. It was noted that this system consists of a boston scientific implantable cardioverter defibrillator and competitive leads. No adverse patient effects were reported.